Event description:
It was reported by service report that the zoom drive was intermittent and stopping unexpectedly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Communication cable.